Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd plastipak¿ syringe there was an issue with ¿dirt¿ in the syringe.

Manufacturer narrative:
H.6. Investigation summary: two photos were received depicting a syringe of unknown volume, filled with a clear liquid and a red tip cap attached. Through a visual examination a foreign matter particle was observed. The foreign matter appeared to be larger than level 3 in size, brown in color and located around the third major grad line. It is not possible to establish whether the foreign matter is loose or embedded and what type of particle it is without a physical sample. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The reported defect was not identified in the samples received. Since the product has been manipulated and involved other components, as well as no physical sample was provided, it is not possible to confirm that the foreign matter defect originated at the syringe manufacturing plant. Furthermore, without the product and batch information it is unknown where the part was manufactured and investigation cannot proceed. No corrective actions recommended since product defect was not confirmed.

Event description:
It was reported with the use of the unspecified bd plastipak¿ syringe there was an issue with ¿dirt¿ in the syringe.